Manufacturer narrative:
The customer stated that all calibrations and qc tests were in acceptable range. It was noted that there may have been a mix-up of aliquotted samples, but the customer could not confirm. Troubleshooting performed by the customer resolved the issue. A general reagent problem could not be identified.

Event description:
The initial reporter received questionable ca2 calcium gen.2, gluc3 glucose hk gen.3 , and crej2 creatinine jaffé gen.2 results, for 1 patient sample, from the cobas 6000 c (501) module. Sample 1: the initial results were: calcium: 5.7 mg/dl. Creatinine: 0.44 mg/dl. Glucose: 23 mg/dl. These questionable results were reported outside the laboratory. Based on the questionable results, the patient was treated for the low glucose result. The calcium appeared to be low which prompted a redraw sample of the patient for testing. Sample 2: the patient's calcium redraw sample result was 8.4 mg/dl. Due to the patient's calcium sample 2 result, a rerun of sample 1 was requested. Sample 1: the rerun results were: calcium: 8.4 mg/dl and 8.4 mg/dl. Creatinine: 1.7 mg/dl. Glucose: 78 mg/dl. The calcium reagent lot number was 436511 and the expiration date was 31-dec-2020. The glucose and creatinine reagent lot numbers and expiration dates were asked for but not provided.